Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose level was 294 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.